Event description:
It was reported by service report that the scale was inaccurate due to being out of calibration.

Event description:
It was reported by service report that the scale was inaccurate.

Manufacturer narrative:
Result: load cell.

Manufacturer narrative:
Follow-up submitted as the scale being inaccurate was due to being out-of-calibration and not a faulty load cell as previously reported.